Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues due to electrode migration. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's electrode was reportedly inserted into a semicircular canal. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.